Event description:
The customer reported her blood glucose, carbohydrate intake and insulin history. She called her doctor who advised to remove the pod. She gave herself a manual injection of 10.0 units with an insulin pen and noticed the cannula was kinked. Her bg was reading 237 mg/dl with her continuous glucose monitors.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.